Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline prosthesis. (B)(4)

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent breast augmentation revision with unknown mentor saline prostheses. Breasts became hard and were positioned higher after the procedure, indicating bilateral capsular contracture of unspecified baker grade. Deflation on the right breast prosthesis was also diagnosed post procedure via self-examination. At the time of this report, mentor has received no information regarding explant date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-03704 for the contralateral prosthesis.